Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is alleging harm caused by the device; however the nature of the harm is unknown at this time.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No product or photographs were returned with complaint for investigation therefore the condition of the trabecular metal tibial component is unknown and visual and dimensional evaluations could not be performed. The device history records for the product part and lot numbers were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The device is used for treatment. A product history search for this part and lot number combination found no additional complaints. A compatibility analysis was conducted using the persona compatibility matrix and found that all of the reported parts were conforming. A review of the surgical notes found that the patella tracked well and knee exhibited good medial, lateral, and anterior-posterior stability during extension and flexion. Further details of the event have not been received to indicate a failure mode. A root cause cannot be determined with the information at this time.